Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was stuck on startup. Upon troubleshooting, the fse analyzed the log and identified that the issue was due to a system software crash. To resolve the issue, suite pc software was reinstalled by the fse. After reinstallation, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not startup. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.